Event description:
The customer reported that the contrast is not correct. No pt injury was reported.

Manufacturer narrative:
The ge service rep powered the system and verified proper grey scales on monitor with very little crt burn-in. He checked centering, kv tracking, open contrast/brightness, edge enhance and noise filter set at 2 div. He checked resolution, checked rus settings, set auto histo at 10, domestic abs table, fluoro alarm at 295, and spits at 2. He made sure the low dose was disabled for best image quality. The system is operating as intended.